Event description:
Customer reported an issue with the dpm 5 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the spo2 connecting assembly. Unit was calibrated and safety tested to factory's.